Event description:
It was reported that during a lobectomy procedure, devices were used at the bronchial tube at the first firing. Although the staples were formed properly, the knife blade indicator was not returned to the home position and the jaw became not to open. The manual release lever was pulled up several times, but the jaw was not opened. There was no feed back when the trigger was grasped many times. The knife blade indicator stopped at 30. The jaw was eventually opened by grasping the firing trigger many times and returning the indicator to the home position with a long kelly forceps. After that, the devices were going to be used. When the opening and closing of the jaw was checked before the firing, it was found that the opening range was very small. Although the jaw was opened completely to open the closing lever manually, the device was not used just in case. The doctor commented that the device had been fired without any difficulties. No leak from the bronchial tubes was found at the leak test. The sales rep confirmed on the case dvd that the tissue had not been taken too much with the proximal part of the jaw. Another device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
(B)(4). Jammed clip. Evaluation summary: the analysis found that one ec45 device was returned in good visual condition and with a cartridge reload. The cartridge reload was received fully fired. Upon further inspection of the device, a clip was found inside the anvil knife slot. The device was tested for functionality with a test cartridge reload and the device achieved complete 3-strokes and fired without any difficulties noted. The device opened and closed without difficulties. Metal object should be avoided as they can cause mechanical failures. Proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. A batch record review was performed and no anomalies were found during the manufacturing process.